Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will e performed upon receipt.

Event description:
On (B)(6) 2011 a left subclavian stenting was completed. The physician, proceeding with precautious coronary intervention trying to seat guide, noticed guide was fractured under fluoroscopy. The physician removed entire guide and sheath from pt. Class one hematoma noted to right groin, the pt became hypertensive, bradycardic atropine given. Pt did not complain of any other symptoms, transferred CT scant to rule out retro cranial bleed.